Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) evaluated the unit. The fse reported that cleaning it did resolve the issue but then the issue returned again. The fse replaced the touch panel assembly and it became much more responsive, additionally there was a a helium leak that had an adjustment of the fitting. At customer's request they wanted ECG trunk cable, and ECG lead wire set as the they were old and worn. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Event description:
It was reported by the customer on (B)(6) 2025 that during routine check the cardiosave intra-aortic balloon pump(iabp) touchscreen doesn¿t work and is intermit. There was no patient involved. Fse cleaned the touchscreen and resolved but the issue returned. Fse replaced the touch panel assembly and it became much more responsive. Fse completed a full calibration check, functionality, and safety checks. All tests passed to factory specifications. Fse also resolved a helium leak at the he gauge.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h11. The failure analysis and testing dept. Received the following part lcd display with a reported unit failure of intermittent issue with touch panel. The fat dept. Conducted a visual inspection of the part received and found that the part is in good condition. The fat department installed part lcd display in the cardiosave test fixture serial number and tested to factory specifications per cardiosave manual the failure analysis and testing department performed the functional test and was able to reproduce and verify the reported failure. The lcd display is not responding to touch. Retaining the lcd touchscreen in the fat department per procedure.based on the evaluation results provided by the field service engineer, the helium leak was resolved by ¿adjustment of a fitting¿. Since no part was replaced or returned for evaluation, the root cause could not be determined.